Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08755 inches. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. Set the low reservoir alarm to 20 units and programmed a test bolus. After the pump completed the test bolus, the pump properly alarmed low reservoir alarm functions properly during testing. No unexpected empty reservoir alarm noted. The pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported via phone call that they experienced absence of occlusion alarm and high readings. The customer's blood glucose value was 600+ mg/dl. The customer was able to get it down to 507 mg/dl. The customer was assisted with fixed prime to the correct amount. The product was returned for analysis.